Manufacturer narrative:
As noted in b5, this event was discovered during an fse maintenance visit to the facility. Reportedly, the hospital is still deciding on getting the subject device repaired or not, and chose not to accept the olympus-offered loaner device. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
An olympus field service engineer (fse) was at the user facility doing routine maintenance on their evis exera ii video system center. During this maintenance visit, the fse discovered that the unit's front panel lighting was blinking. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: g2, ¿malaysia¿. It has nearly been 14 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The device was not returned for inspection. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.